Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter a wire was wrapped around one the array splines. The wire was present when the device was removed from the box and this wire seemed to prevent the catheter from deploying during testing. The catheter was replaced prior to use in the patient with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and a wire was seen wrapped around a spline of the catheter. Based on all the available information the allegation is confirmed. The wire present around the catheter spline was identified as a manufacturing aid to identify the primary spline of the catheter which is meant to be removed before the catheter is packed. In this case the wire was not removed during manufacturing, thus the cause was traced to manufacturing deficiency.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter a wire was wrapped around one the array splines. The wire was present when the device was removed from the box and this wire seemed to prevent the catheter from deploying during testing. The catheter was replaced prior to use in the patient with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The has been received for analysis.